Manufacturer narrative:
The lens was not returned in the carton. A photo was provided of the single piece lens in the eye. An area on the edge of the optic is circled in blue. The area appears to be a small scrape on the optic edge. Qualified associated products were indicated. Based on review of the provided photo the optic edge appeared to be scraped. The returned used company cartridge had heavy stress and an aneurysm on the bottom of the tip. Top coat dye stain testing was conducted with acceptable results. The facility indicated the used adequate viscoelastic. Information was provided that ¿lens felt a bit stiffer than usual when winding up.¿ the observed cartridge damage may occur if the lens/plunger are not in acceptable positions for advancement and/or if the lens is advanced too rapidly. The instruction for use (IFU) instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A photo was provided of the single piece lens in the eye. An area on the edge of the optic is circled in blue. The area appears to be a small scrape on the edge. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, a string or abrasion on the optics of the lens and which could not remove. The lens not removed due to increased risk of complication. There was no negative consequences to the patient. Additional information has been requested.